Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 29 mg/dl and 183 mg/dl. No adverse event. Test strips have all been used. No strips will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.